Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.

Event description:
It was reported post-paced t-wave oversensing was observed on an asymptomatic patient via a merlin at home transmission. The patient did not receive inappropriate therapy during oversensing. Programming changes were recommended.

Event description:
New information received notes that post-paced t wave oversensing on the ventricular channel was observed. Programming changes were made.